Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the battery failed to calibrate. There is no reported patient involvement.

Manufacturer narrative:
.

Event description:
The customer reported the battery failed to calibrate. Technical support has clarified that the reported problem is that the device failed testing for battery a compartment. There is no reported patient involvement.